Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. The returned syringe was examined and exhibited brownish material on the surface of the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone that has potentially degraded. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported syringe 0.5ml 31ga 8mm 10 bag 500 wal had foreign matter. The following information was provided by the initial reporter: "consumer completed injection and then noticed the plunger rod was a black or brownish color. Something was on the plunger rod."